Event description:
It was reported that during an idiopathic ventricular tachycardia case, the patient's blood pressure dropped and intracardiac echocardiography confirmed a pericardial effusion. A pericardiocentesis was performed and the patient was admitted to the intensive care unit for observation in stable condition. Additional information obtained during follow-up revealed that the drop in blood pressure was noted during fast anatomical mapping (fam) of the left ventricle using a decanav catheter. The effusion was visualized using a soundstar catheter. The physician believes that the soundstar in the right ventrical that caused the perforation. The patient has fully recovered but the ventricular tachycardia has not been treated. This event is reportable due to the serious injury that occurred during use of biosense webster product.

Manufacturer narrative:
The catheter was disposed of and will not be returned therefore no product investigation could be conducted. However the device history record was reviewed and verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: us catalog# fg540000, serial# (B)(4); stockert 70 system : us catalog# s7001, serial# (B)(4); cool flow pump: us catalog# cfp002, serial# (B)(4); 7fr decan catheter: us catalog# r7f282ct, lot# 15775963m; soundstar 3d 10f-90: us catalog# sndstr10, lot# unknown. (B)(4).